Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2015 and suture was used. The needle bent while using. Another like device was used to complete the procedure. There were no reported adverse patient consequences.

Manufacturer narrative:
The actual sample was returned for evaluation. Visual examination revealed that the needle was bent and needle tip was damaged. The needle had pinch marks on the body and attachment region, which is hollow and contains less material. The needle was functionally tested and all the results met the specifications. In order to avoid damaging needle points and swage areas grasp the needle in area one-third(1/3) to one half (1/2) of the distance from the swaged end to the point . Reshaping needles may cause them to lose strength and be less resistant to bending and breaking.